Event description:
It was reported that the pump implant was not completed due to the health care provider's difficulty in getting the distal catheter into the intrathecal space. The pump and the proximal catheter were implanted, tunneled and incisions closed. At the time of the report, the implant was to be completed in a week to ten days. The pump contained baclofen.

Event description:
Additional information later received indicated the patient exhibited limited benefit from therapy. A catheter access port (cap) test revealed no flow. The catheter was hence revised and a large dark occlusion was indicated. Aspiration via the cap (catheter access port) with a new catheter resulted in no flow. The physician repeated aspiration several times and reconnected the catheter to the pump and still no flow was determined. The physician elected to replace the pump. The pump and catheter were both replaced. The patient was without injury, and had recovered without sequela. It was indicated that the pump administered lioresal (2000 mcg/ml) at a dose rate of 470 mcg/day.

Manufacturer narrative:
Catheter model # 8596sc, lot # n309618011, implanted: (B)(6) 2012, explanted: unk. Dacron pouch: model 8590-1, lot# n304898, implanted: (B)(4) 2012. Explanted: unk, catheter model # 8709sc, lot # n271760002, implanted: unk, explanted: unk.

Manufacturer narrative:
Catheter model: 8576, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(4) 2012. (B)(4). Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed no significant anomalies. Tears-cuts were observed in the seal of the sc connector; however no leaks were seen during analysis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the cause of difficulty getting the catheter 8709 into the intrathecal space was not known; it was added that the patient had a prior cervical spine injury.